Event description:
The customer reported that when they attempted to attach a bd 10ml luer-lok tip syringe to the smartsite to give a nacl flush the smartsite broke at the joint of the female luer lock (fla) and the clear body. There was no report of patient harm or medical intervention. Although requested, no further patient event information was provided.

Manufacturer narrative:
(B)(4). The model/catalog #'s identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). The 510k number provided is for the domestic similar product. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.